Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue happened during the procedure. No arcing was observed. Although the conductor wire insulation's damage was found during the procedure, the procedure itself was completed robotically, and then the damage was confirmed again exactly at the central material room after the completion of the procedure.

Event description:
It was reported that during central processing, the customer found a loose conductor wire on the 8mm force bipolar instrument. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a kinked conductor wire at the grip tip pulley. The conductor wires are exposed as a result. The insulation is damaged. The instrument passed the continuity test. Components adjacent to this kinked wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Inadvertent collisions with other instruments, hard surfaces, or sharp objects during handling or usage can cause a kink.